Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. One similar complaint type event was reported for units within the same lot. Lens was returned in liquid,stuck in cartridge, inside lens vial. Visual inspection found the lens in cartridge. Visual inspection of the cartridge found no visible damage to device. (B)(4).

Event description:
The reporter stated " lens was loaded into the cq cartridge, leading haptic was bend over. It appears the msi-tm injector rod was bent in the upward position. We did not have the lot number for the injector and the injector was trashed. We got another injector, another cq cartridge and another cq iol and successfully implanted into the eye".